Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent, symptomatic low flow alarms. The patient had lost a significant amount of weight that was presumed to affect the position of the left ventricular assist device (lvad) and cause low flow alarms. Interrogation of the device on the morning of (B)(6) 2023 revealed some pulsatility index (pi) events with low flow alarms that were positional when the patient got out of bed. The patient also had a burst of lvad fault alarms from 12:57:33 to 12:59:17. The alarm self-resolved and none were noted since. Log files revealed low flow events and a short period of lvad internal faults on (B)(6) 2023 between 12:57 and 12:59 that self-resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon admission, the patient had a left ventricular end-diastolic diameter of 4.7cm with a dilated right ventricle that clinicians were unable to further optimize mechanically or medically. The patient had no symptoms while at rest but experienced lightheadedness and dizziness with ambulation. Their test results from a transthoracic echocardiogram with ramp on (B)(6) 2023 yielded an ejection fraction of 20% so their pump speed was decreased from 5700 to 5300 rpm. As a result, the patient was upgraded to united network for organ sharing (unos) status 2e and they received a transplant on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump malposition could not be confirmed based on the provided information; however, review of the submitted log files confirmed low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account indicated that the alarms were suspected to be caused by a change in device position following significant weight loss. Additionally, review of the submitted log files confirmed left ventricular assist device (lvad) fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the device and the report of lightheadedness and dizziness, as well as the reported events leading to heart transplant, could not be conclusively established. The system controller event log file contained events from 16sep2023 through 19sep2023, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the file. Additionally, several transient lvad internal fault alarms were captured between 12:57:33 and 12:59:17 on (B)(6) 2023, consistent with the account's report. No other notable events or alarms were captured. It was noted that heartmate 3 lvas, serial number (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 7 of the IFU, "alarms and troubleshooting" address all system alarm conditions, including low hazard and lvad fault alarms, as well as the appropriate actions associated with each condition. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). The heartmate 3 lvas patient handbook is currently available. Section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including low flow hazard and lvad fault alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.